Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 366 mg/dl. The customer's blood glucose is 511 and left with 200 mg/dl. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.